Event description:
It was reported via repair work order that the power cord sheathing was torn. It was also reported that the nurse call cable was missing. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.